Event description:
Upon insertion of this device into the pt, the pt experienced an anaphylactic reaction. The appropriate medications were administered and the pt was stabilized. The procedure was completed using this device and will not be returned for evaluation.